Event description:
It was reported that vf and pacemaker-mediated tachycardia episodes were recorded. Review of the session records shows the episodes were recorded due to the ventricular channel oversensing atrial signals. X-rays and provocation/isometric tests were recommended. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.